Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Initial reporter¿s title is not provided / unknown. Additional 510(k) numbers are k011028 and k013227.

Event description:
Doctor indicated peri-implantitis. When they try to put the healing cap, the implant was coming out. Pain is reported as a symptom. Tooth site # 14.

Manufacturer narrative:
This report is being submitted to report additional information. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. As documented in the summary investigations, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigations, no malfunction occurred upon investigation. The reported events remain non-verifiable as they are a medical condition. Osseointegrated dental implants are an important tool in prosthetic dentistry and provide edentulous patients with alternative replacements for teeth. Although most implants are extremely successful, with survival rates of up to 98% for implants placed in controlled clinical settings, implants can fail. Problems associated with this minor defect rate are infection, bone loss, and/or peri-implantitis, which are likely attributed external factors including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. These events are previously investigated failures which are currently trended on a monthly basis. Current implant design and manufacturing risk documentation assess infection, bone loss, and peri-implantitis as potential failures with adequate controls in place. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for these events have not identified any signals indicating potential non-conformances impacting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to infection and result in bone loss occurring and escaping the available detections has been assessed and found remote and almost nonexistent. With no signals indicating a systemic quality issue, no escalation to CAPA is required. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.